Event description:
It was reported that during testing an occlusion error was found. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled and the lcd lens was scratched. Review of the event history log showed occurrences of "downstream occlusion" alarms. Functional testing duplicated the issue. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.